Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem ('check belt' messing) was confirmed. As received, the belt failed the ECG electrode fall-off test. Upon evaluation, the u723 processor was shorted inside the distribution node (dn). The cause of the check belt messages is the shorted processor. The root cause of the shorted processor cannot be positively identified. No adverse event resulted from the shorted processor.

Event description:
A us distributor contacted zoll to report that a patient's device was prompting 'check belt'.